Event description:
It was reported that noise on the atrial and ventricular channels was observed. Review of noise episode indicated similarities to electromagnetic interference. It was also noted that lead impedance fluctuations were also observed via remote transmission.

Event description:
It was reported that noise on the atrial and ventricular channels was observed. Review of noise episode indicated similarities to electromagnetic interference. It was also noted that lead impedance fluctuations were also observed via remote transmission. Patient is in stable condition and will be followed-up remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.